Manufacturer narrative:
Na

Event description:
It was reported that the siderail latch spindle weld broke while a patient was using the siderail to boost him/herself up in the stretcher. It was further reported that the patient fell and no adverse events occurred.